Event description:
Healthcare professional (hcp) reports a total of seven incidents of blood leaks with the psn 210 dialyzer. One incident occurred in 2001, five incidents occurred in 2001. All seven incidents occurred at the start of the patients' treatments. The blood leak that occurred initially was verified visually in dialysate. The five blood leaks that occurred subsequently were noted on leak alarms. The blood leak that occurred last was noted on leak alarm and was verified visually in dialysate. Hcp stated that in all of the incidents, blood was able to be returned to the patients, with no blood loss noted. Treatments were all resumed with new disposables and completed without further incident. No patient injuries or medical intervention reported per hcp.